Event description:
Biomedical engineer indicated that this pump alarmed and displayed error code 201. There was no patient consequence. It was sent to biomedical engineering with a note indicating it was not working. No further information was available.